Manufacturer narrative:
Device evaluation was received. Evaluation determined that the device reported issue was confirmed. The device was found with shortage in cable causing communication error e224 and the white balance to fail. The charge coupled device was tested with a good reference cable and the white balance worked with no issue. The damaged cable was replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the device evaluation, it is presumed that e224 error occurred due to communication with the processors was not possible due to cable damage. It is presumed that a white balance error occurred due to the cable damaged and communication with the processor was abnormal. The most probable cause for the reported cable damage is due to user handling. Per the IFU (instruction for use), the failure can be prevented: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Event description:
It was reported that during preparation for use, the device had issues during a white balance test. There were no further details provided on the event. There was no patient involvement on this report.